Event description:
It was reported that the 9600 sys had an iris pot cal error code. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The iris pot was realigned and re-calibrated and the collimator was re-calibrated during the service call. The sys was tested and found to be working as intended and put back into service.